Manufacturer narrative:
Alleged failure: no image. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: the most likely root cause of this issue could be wear and tear and/or by the camera head being exposed to high temperatures. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.